Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris mmg system ultrasound imaging system was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was found that the large screen frequently could not show the image. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
(B)(6).